Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during a rotator cuff repair procedure the deployment gun cutted the suture upon tension. The procedure was successfully completed with the same device. The complaint gun was received and evaluated. Visual inspection revealed several marks on the gun suggesting that the device has been heavily used on the field. In addition, stains were found on the trigger, possible related to the sterilization method. This device is required to be thoroughly cleaned to avoid friction during deployment. Since the suture was not returned, it's no possible to evaluate if the suture condition could preclude the device to function as expected, therefore, the complaint cannot be confirmed. A definitive root cause for the user to have experienced this failure could not be confirmed at this moment. A manufacturing record evaluation was performed for the finished device [1006002] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [1006002] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the deployment gun cutted the suture upon tention. The procedure was successfully completed with the same device. No patient consequences or surgical delay reported. The device is available for evaluation.